Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the device confirmed the failure mode as reported: the pegs have broken off. Root cause attributed to product design. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During an unknown procedural step one or more peg(s) on the tip broke off. No adverse patient impact, no part remaining in patient, no surgery delay reported.